Event description:
It was reported in the article titled, the association between serially measured circulating biomarker patterns and pulmonary artery pressures measured by invasive hemodynamic monitoring by barry-loncq de jong, mylène; allach, youssra; abou kamar, sabrina; clephas, pascal r.d.; brunner-la rocca, hans-peter; handoko, m. Louis; van halm, vokko p.; kok, wouter e.m.; asselbergs, folkert w.; van kimmenade, roland r.j.; beeres, saskia l.m.a.; rienstra, michiel; szymanski, mariusz k.; de boer, rudolf a.; kardys, isabella; brugts, jasper j, that one patient that received the cardiomems died before baseline sample collection. The cause of death was not reported. Additional information has been requested.

Event description:
Additional information was received confirming that the death was not related to the abbott device, implant, or use of the abbott device.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The corresponding author confirmed on (B)(6) 2026 that the patient's death was not related to the device or implant.